Event description:
The customer reported that although she was not sure if cannula had inserted she responded "yes" when prompted. Later that day her blood glucose reached 300 mg/dl and while she was delivering a correction bolus she felt the cannula insert.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire correctly and deploy the cannula or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.